Event description:
It was reported a right hip revision surgery was performed due to periprosthetic fracture of the patient's femur as a result of the patient falling on the operative side. Stem was removed during the revision surgery.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).